Event description:
I underwent clear dental aligner treatment with alignerco from (B)(6) 2024 to (B)(6) 2025. Despite full compliance with wearing the aligners as instructed (20-22 hours daily), the treatment failed to move my teeth as promised. The aligners did not achieve the treatment goals outlined in my treatment plan. When I contacted alignerco about the failed treatment outcome, they refused to honor their guarantee for free refinements that was part of their advertised treatment package. I have documentation including timeline records, email correspondence with the company, and photographic evidence of the treatment failure available for review. The adverse result is a failed treatment outcome where the medical device did not perform as intended, leaving my dental condition unchanged despite months of treatment and full patient compliance.